Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2012-00788. It cannot be determined which, if any, of these devices may have caused or contributed to the loosening.

Event description:
It was reported that the pt had mechanical loosening of the prosthetic joint so the surgeon revised. The surgeon noted excessive polyethylene ware.